Event description:
The patient reported their transmitter assembly heats up and causes a burning sensation to the skin. However, the patient did not experience any tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly and no further issues have been reported.

Manufacturer narrative:
The transmitter assembly associated with the complaint was returned for investigation. Although the report of overheating was not replicated, the investigation found the rf connector was damaged due to improper/inadequate design. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. Additionally, the investigation found the rf connector was damaged caused by mishandling. The sma rf antenna connector was deformed, preventing connection with the antenna and triggering the "antenna disconnect" alarm. Therefore, the device cannot deliver therapy. A potential cause could be dropping the device onto a hard surface. Due to the damaged rf connector, the device does not operate and thermal imaging of the device while operating could not be obtained. For the report of overheating: thermal imaging was used to verify the outside and internal temperature of the device while charging. Results are as follows: outside thermal temperature while charging: 34.0°c. Internal thermal temperature while charging: 40.4°c. The outside thermal temperature while charging was 34.0°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Refer to CAPA-2024-0020 for additional investigation details for the broken rf connector.